Manufacturer narrative:
One cardiomems patient electronic system with pn 600007164 and sn (B)(6) was received for evaluation. Visual inspection revealed the power extension cable was frayed, with exposed wires. No other physical damage on the unit was noted, including no damage on the supplied power cord. As received, the unit could not safely be turned on due to the frayed power extension cable. The supplied power cord was connected to the rear of the unit directly and the unit powered on successfully with no additional interruptions of power or other power aberrations noted. The root cause of the reported event was consistent with a frayed power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient electronic unit was sparking from the extension cable at the back of the pillow. The unit was replaced. There were no adverse consequences to the patient.